Manufacturer narrative:
The device will not be returned for eval as it was discarded. (B)(4).

Event description:
It was reported the coil stretched and detached during delivery. The physician was able to retrieve it with an alligator and goose neck retrieval devices. No pt injury reported.